Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, periprosthetic fracture by fall with stem loosening. Components removed during revision: femoral component and modular neck